Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that at time of implant there was a slight type I endoleak originating near the origin of the right (lowest) renal. The device was landed exactly at the level of the distal ostia of the right renal artery. To gain additional seal would require a snorkel in the right renal or covering and sacrificing the right kidney. The physicians decided to close and monitor the patient to see if the high inr was causing the leak before proceeding with a more invasive approach. This case was done on an urgent basis and the physicians felt that it was reasonable to consult with the patient on the impact of the more invasive approach should it need to be pursued. The patient remained hospitalized after the procedure and after consultation with the patient and family, it was decided that they will not proceed with further repair efforts despite possible aneurysm enlargement due to the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). (Insufficient information; cause is unknown). Evaluation conclusions: known inherent risk of a procedure (endoleak). (Insufficient information; cause is unknown).